Manufacturer narrative:
Results: the 5max ace was received with a fracture approximately 7.0 cm from the hub. The 5max ace had bends in multiple locations along its length. Conclusions: evaluation of the returned ace68 revealed a fracture near the proximal hub. This damage could result from forcefully removing the ace68 from the packaging tray at extreme angles. Further evaluation revealed multiple bends along the length of the catheter. These bends likely occurred due to the way the ace68 was packaged for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the fellow found that a penumbra system ace 68 reperfusion catheter (ace68) was kinked upon removal from the packaging tray. The damage to the ace68 was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60).